Event description:
During the surgical procedure, the #5 flexible reamer was broken while utilizing the instrument on patients elbow. Both pieces of reamer obtained. X-ray obtained. Radiologist spoke to attending physician - x-ray negative.